Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that a ultraflex tracheobronchial stent was to be implanted to treat a stenosis of right main bronchus in the stenosis of right main bronchus during an endotracheal stent implantation procedure performed on (B)(6) 2025. During the procedure, the tracheobronchial stent shaft was successfully delivered to the stenotic segment of the right main bronchus. However, when attempting to deploy the stent by pulling the wire, the stent shaft became kinked and the stent was partially deployed. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a ultraflex tracheobronchial stent was to be implanted to treat a stenosis of right main bronchus in the stenosis of right main bronchus during a endotracheal stent implantation procedure performed on (B)(6) 2025. During the procedure, the tracheobronchial stent shaft was successfully delivered to the stenotic segment of the right main bronchus. However, when attempting to deploy the stent by pulling the wire, the stent shaft became kinked and the stent was partially deployed. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was returned for analysis, only the stent was return. A visual examination of the returned device revealed that the stent was fully expanded and properly deployed. No other damages noted on the stent. Product analysis cannot confirm the reported event of stent partially deployed. Taking all available information into consideration, investigation findings do not lead to a clear conclusion about the cause of the reported event, due to the absence of the delivery system and the returned stent being found fully expanded and deployed. The lack of returned components and device evaluation prevents confirmation of whether the issue was due to device malfunction or procedural handling. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.